Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of lioresal for intractable spasticity due to cerebral palsy. The pt experienced increased spasticity. The hcp determined through a catheter contrast study that the catheter was not occluded. The pt underwent pump explantation and the pump was returned to the MFR for analysis. The pt underwent implantation of another synchromed pump and continued intrathecal lioresal therapy.